Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that 'no video signal' appeared on the monitor. A different monitor was used, and the system worked fine. The monitor and cables needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736408, product ID: 9736408, product ID: 9736031, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the monitor and adapters were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Multiple annex g codes were reported. G02004 corresponds to the concomitant products 9736408. G02014 corresponds to the concomitant product 9736031. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the monitor had electrical failure. Codes: b01, c02, d02. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736031, serial/lot #: (B)(6). H2) please see section d9 for when the device was available for evaluation, the additional codes section for new annex g code, and section d3-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.